Event description:
It was reported that the connect guide wire had been inserted into patient and was used without issue. The guide wire was retracted from the patient and placed into saline for preparation to re-insert into the patient. Upon gently straightening the tip to re-shape it, the tip separated. It was not used again inside the patient. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The investigation is ongoing.